Manufacturer narrative:
Device not returned

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level was 141 mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin therapy.